Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The healthcare professional reported via phone call that the customer insulin pump alarmed motor error and had a high blood glucose event. The customer¿s blood glucose level was 22.7 mmol/l at the time of the incident. The caller stated that the insulin pump alarmed motor error during basal delivery. The customer stated that the drive support cap was normal and was able to complete the rewind process. Customer had a high blood glucose of 22.7 mmol/l and no form of treatment was reported and no troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to return for analysis.